Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted in the colon to treat malignant intestinal stenosis during a colonic stent implantation under digital subtraction angiography (dsa) procedure performed on (B)(6) 2025. During the procedure, the stent was kinked and could not move forward under force. The stent was not able to deploy because of this, and the procedure was cancelled. There was no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of a cancelled/aborted procedure.

Manufacturer narrative:
Blocks e1 (initial reporter's address) and g4 (premarket) have been corrected. Block h6: imdrf impact code f1001 captures the reportable event of a cancelled/aborted procedure. Block h11: a wallflex enteral colonic stent was received for analysis; however, the delivery system was not returned. Visual examination of the returned stent revealed no damage. Media inspection, based on photos provided by the customer, showed that the outer sheath was kinked. Product analysis could not confirm the reported events of stent failure to deploy and difficulty advancing the device, as these occurred during the procedure and could not be replicated in the laboratory setting. However, the reported event of a kinked sheath was confirmed through media inspection. There is insufficient evidence to determine whether the sheath kink was caused by physician manipulation during the procedure or by a device malfunction. Additionally, without the delivery system available for evaluation, the most probable cause of the event cannot be determined. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex enteral stent was to be implanted in the colon to treat malignant intestinal stenosis during a colonic stent implantation under digital subtraction angiography (dsa) procedure performed on (B)(6) 2025. During the procedure, the stent was kinked and could not move forward under force. The stent was not able to deploy because of this, and the procedure was cancelled there was no patient complications reported as a result of this event.